Event description:
The customer reported that vitros c-reactive protein (crp) results obtained from quality control and patient samples processed using the vitros 5600 integrated system were reported in measuring units of mg/l. However, the measuring units configured in the customers laboratory information system (lis) for vitros crp results was mg/dl. The issue was that same crp numerical value was displayed in both the vitros and the lis regardless of the units of measure (vitros crp 10 mg/l versus lis crp 10 mg/dl). The mg/dl units are equivalent to mg/l divided by 10. Therefore, the numerical crp result sent from vitros to the lis would be positively bias by ten (10) times the expected result due to the unit discrepancy. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The customer identified the crp measuring unit discrepancy and has been manually editing crp results in the lis so the numerical value and measuring units were correct prior to reporting out of the laboratory. There was no reported allegation of patient harm as a result of this event.

Manufacturer narrative:
The investigation confirmed the measuring units for vitros crp results reported from a vitros 5600 integrated system were different from the measuring units for the same crp numerical results displayed at the customer¿s lis. The cause was attributed to user error. The vitros 5600 system was not correctly configured to report vitros crp results as mg/dl, matching the configuration at the customer¿s lis. Once the vitros 5600 system and the lis were configured in the same units of measure (mg/dl), it was confirmed that expected crp results were obtained. The vitros systems performed as configured and no malfunction of the vitros occurred.